Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors.

Manufacturer narrative:
Field b5 describe event or problem was already updated. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in untreated events. Technical services (ts) reviewed noting this was muscle noise and recommended to the health care professional (hcp), evaluating the subcutaneous electrocardiogram (s-ECG) in clinic to try to reproduce the noise. This s-ICD remains in service. No adverse patient effects were reported.' Additional information was received that this patient received an inappropriate shock while running on a treadmill, due to t wave oversensing. Ts discussed evaluating other vectors. Additional information was received that this patient received again one inappropriate electric shock due to oversensing.